Event description:
It was reported that during deployment, the stent did not open completely, the stent foreshortened by 4 cm and there was a "crimp" in the proximal area of the stent. Upon stent deployment, 98% of the lesion remained occluded. The physician attempted to advance a balloon catheter to open the stent, but due to the "crimp", was unable to advance the balloon catheter. Reportedly, the pt has sufficient collateral flow so the physician did not take any further actions. There was no report of injury to the pt.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the mfg and inspection of this product and the product was found to have met all specifications prior to shipment. The stent remains implanted and the delivery system was discarded by the user facility; therefore, a product evaluation could not be performed. The event investigation is currently underway.